Event description:
Caller states, the patient tested 238mg/dl on the inform system at 3:00am and exhibited hypoglycemic symptoms. A lab was drawn at 3:36am and returned as <20mg/dl. Customer was given glucose in some form as treatment based on lab result. Requested return of suspect system and replacement was sent.